Event description:
It was reported that pump displayed repeated cgm error 42 with g7 sensor despite performing a full pump reset as guided by technical support. There was no reported impact to the customer¿s blood glucose level. Customer was provided instructions for pump reset, then was scheduled to receive warranty replacement pump, was advised to program existing pump settings and reconnect cgm to replacement pump, to place current pump into storage mode before return, to select appropriate setup option on new pump, and to return problematic pump using pre-paid label within 10 days.